Manufacturer narrative:
The baxter technician found the valve needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records showed baxter did not performed preventive maintenance on this bed . It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the valve to resolve the reported event. Based on this information, no further action is required.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing. However, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Reported to baxter that for 1 unit of totalcare was unable to raise the back. There were no patient involvement and no injury or any impact on the patient or user resulting from this. The actual sample is available for evaluation.